Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables. In addition, the patient "noticed smoke coming out of usb port" when plugged into a power source. The customer's blood glucose was 126 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.